Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the photos, a catheter in a patient¿s arm, and top web information of the product was observed. A drop of blood was observed on the patient¿s arm. However, it is not possible to determine how the blood droplets occurred during the retraction of the needle without the actual sample. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. As no sample was returned, DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned. No CAPA rationale: actual sample was not returned for investigation. The complaint trend will continue to be tracked and monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the flashback chamber. The following information was provided by the initial reporter: projection of blood droplets during the retraction of the needle. The anesthesiologist was not in direct contact with the patient¿s blood (blood on the patient¿s arm). He states this phenomenon is relatively common. Number of patients or persons concerned: 1. Number of devices concerned: 1. Clinical consequences and current status of patient or person involved no consequences declared to date.